Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50 mg/dl. Troubleshooting found that the customer did not eat dinner but treated with orange juice and blood glucose went up to 133 mg/dl by the end of the call. It was also found that the customer wanted information about carelink and troubleshooting advised customer to call for assistance with carelink when ready.